Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The t:slim pump user guide also cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading cartridges with insulin. Reportedly, customer stated that the insulin gauge was decreasing too fast, and also stated that the insulin gauge jumped from 200 units to 205 units. Customer stated that the cartridges were filled with over 300 units of cold insulin. Customer reported a blood glucose level of 76 (mg/dl). Tandem technical support educated the customer that pump cartridges should not be overfilled, and to use room temperature insulin when loading the pump cartridge.